Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. The customer primed the tubing to resolve the issue. Customer reported blood glucose level was "high" on the continuous glucose monitor with trace ketones. Elevated bg was address by correction injection via manual injection and a correction bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.